Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, patient treatment settings and patient photographs, which were provided by the user facility. An examination of the subject device by a lumenis technical expert concluded after verifying that all system functions including calibration, the subject device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding that failure to perform a test patch on dark skin prior to a full treatment, and to determine the appropriate treatment settings in contradiction to common medical practice to be the probable root cause of the event reported. A review of the subject device labeling found that the subject device operator manual states: there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session.

Event description:
A user facility reported that one (1) patient sustained first degree burns which resulted in scarring to the lower face area following hair removal treatment with a lumenis m22 ipl laser. It was further reported that no test patch was performed prior to treatment in contradiction to device labeling.